Event description:
(B)(4). Been having pains all the time, can't have intercourse with spouse due to pain. Bloated feeling all the time . Don't feel like getting out and being as active as I was due to the pain that I have now.